Manufacturer narrative:
The reported events of "capsular contracture, baker grade unknown," "exposure," and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, exposure, device rupture, and infection (unknown onset).

Event description:
Healthcare professional reported a study "a total of 259 breasts from 230 patients underwent breast reconstruction using natrelle 410 breast implants from 2009 to 2019 at okayama university hospital" and "complications were contracture/deformity", "breakage", "exposure", "infection", "rippling" and "malposition." Device status are unknown.